Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 for the treatment of pelvic prolapse and stress urinary incontinence and mesh was used. The patient experienced complications including infection, fistula formation, formation of scar tissue, dyspareunia and neurologic compromise to her structures and tissues. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent a & p colporrhaphy and cystoscopy. It was reported that the patient underwent laparoscopic sacral colpopexy with coloplast restorelle mesh, laparoscopic enterocele repair, retropubic midurethral sling with boston scientific advantage system, posterior colporrhaphy, perineoplasty, and cystourethroscopy on (B)(6) 2014 by dr.(B)(6) at (B)(6) hospital.

Event description:
It was reported that the patient concurrently underwent a & p colporrhaphy and cystoscopy. It was reported that the patient underwent laparoscopic sacral colpopexy with coloplast restorelle mesh, laparoscopic enterocele repair, retropubic midurethral sling with boston scientific advantage system, posterior colporrhaphy, perineoplasty, and cystourethroscopy on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
Additional narrative: the patient had mesh removal surgery on (B)(6) 2009 due to erosion, pain, bleeding, infections, incontinence, worsening of prolapse, loss of intimacy, permanent vaginal injury, discharge, and foul odor. Worsening of prolapse. Undefined vaginal injury. (B)(4).